Manufacturer narrative:
Corrected data: in review, it was noted that "g4 -combination product" field was inadvertently left blank and not populated in the initial MDR report. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no. Additional information: additional information received with the device which the following fields were updated accordingly: section a2: age / date of birth: (73) years / (B)(6) 1948. Section a3: gender: male. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 24, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient required an explant of the intraocular lens (iol) from their right eye. The reason for the explant was not specified. Another lens of the same model and diopter, but different cylinder (zlu150) was used as the replacement. The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Date of event: the best estimate is between oct 4, 2022 and dec 6, 2022. Email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.